Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip clear coating was detached from the metal portion of the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw. Based on the returned condition of the device the reported complaint was not confirmed for the reported failure peeled insulation but was confirmed for "heater wire-bent". Specific actions for the reported failure are being documented and maintained in maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 tip clear coating was detached from the metal portion of the tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.